Event description:
According to the reporter, during laparoscopic radical nephrectomy, while stapling the renal vascular package, the device did not fire. The surgeon was able to press the green button but was not able to squeezed the handle. To resolve the issue, the surgeon replaced the handle. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.